Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked. The battery cap was not returned, so a test cap was used and was able to secure to the pump and complete the 24 hour duration test with no power interruptions duplicated. The pump¿s cover was removed and there was no evidence of internal moisture or damage found. Unrelated to the original complaint, the display had a discolored contrast and the audio bolus button cover was torn, but was still responsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.